Event description:
Customer having aching issues after 15 wks of knee replacement, constant pain. Drained knee 14 wks after surgery 75-80 cc liquid off right side of knee. Pt still complaining aching into 15 1/2 wks.

Manufacturer narrative:
Tested retain sample was in accordance with specification.